Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she did not have clear distance vision following intraocular lens (iol) implantation. Dry eye therapy was initiated and photorefractive keratectomy was performed to improve distance vision. During the healing process, the left eye developed shingles. The consumer indicated that she is experiencing balance issues and unable to see well enough to drive. She also noted that the eye is still healing. Additional information has been requested however, further information has not been received. There are two medical device reports associated with this patient. This report will represent the left eye.